Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The patient was treated with fluconazole (dose, frequency, and route not reported) for the event. At the time of this report, the patient remained hospitalized and it was unknown if they were recovering from the peritonitis. No additional information is available at this time.